Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted using the pre-close technique via a 5f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first proglide was successfully pre-placed on the rcfa, but when attempting the second proglide device on the rcfa the suture did not come [cuff miss]. The suture of a new proglide was successfully pre-placed. The suture of the first proglide on the lcfa was successfully pre-placed, but when attempting the second proglide device on the lcfa the suture did not come [cuff miss]. The suture of a new proglide was successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.